Event description:
It was reported that 10 maxzero needleless connectors experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: the patient was liver transplant personnel, there was a slow drop rate and no movement of liquid when the mz1000 infusion joint was used to connect the proband's three-way infusion, currently the nurse leader asks the manufacturer to make the corresponding test to identify the cause or improvement, at the same time, the product quality is questioned and the company is ordered to give instructions and make improvements to the product. After connecting the infusion device, it was found that the infusion speed was slow and the infusion did not move after continuous dripping for a period of time.

Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot#: 20096105. The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: one mz1000 china sample was received for investigation; no packaging was received with the sample, however the customer indicates the affected lot number to be 20096105. Additionally an unknown extension set with a wide bore tubing was received connected to the sample to assist the investigation. A visual inspection of the mz1000 china sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was flushed with fluid as received connected to the extension set; no occlusion was identified during flushing, however the flow rate was noted to be reduced. Additionally, functional testing was performed by connecting the mz1000 china sample to a 50ml bd plastipak syringe from retained stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The returned extension set was then connected to three maxzero's from bd stock, in two of the returned samples the flow was noted to be significantly reduced. A visual inspection of the male luer of the returned extension set noted the that the luer had a raised outer edge. A review of the production records for lot 20096105 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 maxzero needleless connectors experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: the patient was liver transplant personnel, there was a slow drop rate and no movement of liquid when the mz1000 infusion joint was used to connect the proband's three-way infusion, currently the nurse leader asks the manufacturer to make the corresponding test to identify the cause or improvement, at the same time, the product quality is questioned and the company is ordered to give instructions and make improvements to the product. After connecting the infusion device, it was found that the infusion speed was slow and the infusion did not move after continuous dripping for a period of time.